Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. It was also noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. It was also noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant, the atrial lead showed high impedance and was repositioned several times. The helix would not deploy and the helix fixation mechanism froze. The lead was not implanted and an attempt was made to place a new lead, but the second lead also had the same issues. A third lead was implanted successfully. No patient complications have been reported as a result of this event.